Event description:
It was reported that oversensing of noise was observed on the right ventricular (rv) lead. Damage to abrasion with a previously implanted lead was suspected but was not confirmed. Lead revision was anticipated to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.